Event description:
It was reported when the patient connected with the programmer, the therapy was off. The patient hadn¿t been to a doctor for his implant in 5 years and didn¿t have a current managing physician. Two nights prior to report it ¿seemed like his therapy shut off.¿ the recharger showed his implantable neurostimulator (ins) battery was full but ¿that has to be wrong.¿ the programmer status showed the ins was off. Troubleshooting on how to turn the stimulation on was performed and the patient then saw ¿on/okay¿ on the programmer screen. **please see manufacturer report #3004209178-2015-12996 for information on the patient's concomitant system.

Manufacturer narrative:
Concomitant medical products: product ID: 7428, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387ies, lot# n25774, implanted: (B)(6) 2004, product type: lead. Product ID: 3550-09, lot# lc2488, implanted: (B)(6) 2005, product type: accessory. Product ID: 3550-09, lot# lc2835, implanted: (B)(6) 2005, product type: accessory. Product ID: 3387ies, lot# n26680, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4). Implanted: (B)(6) 2004, product type: extension. (B)(4).